Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. .a review of the device history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two screws were not penetrating the second cortex although appropriate drilling was made and the two screw heads were damaged before the screws reached final position. The screw driver head was also twisted. The event occurred during surgery resulting in a 30 minute delay. No patient harm reported to be in good condition. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that showed no nonconformances generated during production. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the complaint condition of the twisted screwdriver head is confirmed. The raw material type was confirmed as conforming to specifications. Due to the damage the stardrive profile could not be checked. Also due to the small diameter of this driver and the equipment available, the raw material hardness could not be checked. The cause of the deformity is indeterminate from the manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.